Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to weaning off bypass onto the impella. While on support, there was suction alarms and losses in pulsatility noted. The patient was taken to the operating room for a washout, tamponade draining and an additional chest tube placement. The patient had a surgical clot in the chest wall causing tamponade that required evacuation. This resolved the suction alarms.

Event description:
The complaints team received new information about an impact study regarding acute kidney injury (aki) stage I. The study found the impella 5.5 and impella procedure to be possibly related. Creatinine elevation could be secondary to procedure to place impella or to impella functioning. Impella possible source of microemboli. No further details were provided for the treatment of the renal issue.

Manufacturer narrative:
B.5 additional information was received. H.6 health effect - clinical code was added due to new informatin received. D.4 revised model number since the initial manufacturer device report number 1220648-2024-06125 was submitted in accordance with updated procedures. D.6a and d.6b added implant and explant date since the initial manufacturer device report number 1220648-2024-06125 was submitted in accordance with updated procedures. E.1 added fx number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06125. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-06125 and should not have been. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-06125 was submitted in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-06125 was submitted. H.6 codes 2954 and 403 were reported incorrectly on the initial manufacturer device report number 1220648-2024-06125.

Manufacturer narrative:
G.2 added study selection as it was inadvertently omitted from follow-up 2 manufacturer device report number 1220648-2024-06125.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the low pump flow issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the low pump flow was due to patient condition as the left ventricle wall was likely being pushed up against the pump due to tamponade. However, the root cause of the limb ischemia was not determined.